Event description:
The device was returned to the MFR for disposal. The patient expired and the device was removed for cremation purposes. Additional info was requested from the hcp who could not provide additional info on the cause or date of death.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.